Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels reaching 513 mg/dl. The customer alleged that the pump was not delivering insulin. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not delivering insulin. Multiple contact attempts were made by tandem clinical support to obtain additional information regarding the issue; however, the customer did not respond.